Event description:
1. Mm x 4 mm drill bit broke off in skull while drilling holes for plate on craniotomy. Maxillo-facial set used. Approx 1mm of the end of drill bit left in skull becasue it was unretrievable.